Manufacturer narrative:
Clearcorrect findings: the complaint was filed and verified the patient is at phase 1 step 1. While reviewing the case it was found the case was opened on (B)(6) 2025, and phase 1 arrived in the customer's office on (B)(6) 2025. There are no photos of the issue and we are currently pending the medical records from the pcp visit. The customer states: "the patient was using step 1, phase 1 aligners for both arches. After wearing the trays for a few days, the symptoms reportedly worsened each day. The patient experienced an allergic-type reaction that included rash, sores, swelling, vomiting, vertigo, and tinnitus. The caller was unsure whether the patient had a fever. No difficulty breathing was reported. The caller was unsure about any known allergies to plastic, and no allergies to disinfectants were reported. The aligners were rinsed before seating and cleaned using only water. The product appeared clean at the time of the report. The patient was evaluated by a primary care physician; however, no specific diagnosis was provided. The reported symptoms included vomiting, vertigo, and tinnitus. To alleviate the reaction, the patient was advised to discontinue aligner use. Medications prescribed included prednisone and meclizine. Clinical evaluation: the complaint is of multi-symptom nature with rash, sores, swelling, vomiting, vertigo and tinnitus. No further detail regarding appearance, location, severity, and resolution, if any, is provided. There is no medical history or clinical examination information or photographs. The patient was evaluated by a primary care physician with no specific diagnosis. It is notable that the aligners were delivered on (B)(6) 2025 and the issue has only recently been reported. Nevertheless, with the lack of details and a physician's inconclusive assessment, no cause-and-effect may be established. There are a number of medical conditions that could explain the patient's symptoms but an association is speculative. As such, this complaint remains inconclusive.

Event description:
The patient was using step 1, phase 1 aligners for both arches. After wearing the trays for a few days, the symptoms reportedly worsened each day. The patient experienced an allergic-type reaction that included rash, sores, swelling, vomiting, vertigo, and tinnitus. The caller was unsure whether the patient had a fever. No difficulty breathing was reported. The caller was unsure about any known allergies to plastic, and no allergies to disinfectants were reported. The aligners were rinsed before seating and cleaned using only water. The product appeared clean at the time of the report. The patient was evaluated by a primary care physician; however, no specific diagnosis was provided. The reported symptoms included vomiting, vertigo, and tinnitus. To alleviate the reaction, the patient was advised to discontinue aligner use. Medications prescribed included prednisone and meclizine. Photos of the condition were requested, but none were available. The product is available to be returned if needed.